Event description:
An olympus representative reported to olympus, on behalf of the customer, the tracheal intubation fiberscope had angle operation failure. Upon inspection and testing of the returned device, it was discovered insertion tube coat was peeling. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of deterioration of the image guide serpentine coating found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, it was not possible to bend in the up down direction due to the cut of the angle wire and the coat of the insertion tube had come off. In addition, the channel cleaning brush cannot be inserted due to the collapse of the forceps channel, the adhesive part of the objective lens had come off, the flexible tube of the insertion section was crushed, and the image guide bundle was severely broken. It was also noted, there are scratches on the eyepiece, the grip, the angle lever, the up down plate, the vent metal under the grip, and the fixed ring. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.